Manufacturer narrative:
The manufacturer previously reported that information was received from a patient's family member that a ventilator inoperative alarm had occurred on the trilogy evo prior to using the device. The device was replaced with another device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow railed low, was observed in the device's error log. The service technician further evaluated and determined that the flow sensor's fluctuation levels had deviated from specification. In conclusion, the device's flow sensor was replaced as a preventative measure to address the issue. The root cause is confirmed at this time.

Event description:
The manufacturer received information from a patient's family member that a ventilator inoperative alarm had occurred on the trilogy evo prior to using the device. The device was replaced with another device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.